Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right ventricular (rv) lead triggered lead integrity alert (lia) for sensing integrity counter (sic) and variation in rv pacing impedance. The rv lead also exhibited out of range (oor) high pacing impedance and oversensing of non-physiologic signal noted on stored electrograms (egm). The patient had presented to the emergency department (ed) for the alert tones and upon interrogation the patient had lia and noise on pace/ sense portion of the lead. Test were ran and noise was present when the patient moved. The patient was suspected to have low voltage fracture. The patient was hospitalized and tachycardia therapies were turned off and the lead was then capped and replaced. No patient complications have been reported as a result of this event.